Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d8,h4, h6, h11 corrected fields: d4 - unique device identifier (UDI) #1, from blank to na.e1 - first name, corrected to yuka. E1 - address 1, corrected to 3-16-5 iino, murakami-shi. E1 - address 2 corrected to blank the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device did not work properly and water did not come out during a diagnostic colon examination procedure. There were no reports of patient harm.